Manufacturer narrative:
H6: investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Event description:
It was reported while drawing medication with an unspecified bd 10ml syringe the stopper was defective and the medication leaked from crack in barrel. There was no report of patient/user impact. The following information was provided by the initial reporter: after compounding a radiopharmaceutical, the isotope was drawn up into a bd10ml syringe, punctured the rubber stopper of the vial and pressed the plunger of the syringe. The syringe had a crack in the barrel which the radioactive isotope squirted out and contaminated the inside of the caci hood.

Manufacturer narrative:
(B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The initial reporter also notified the FDA on 23mar2021. Medwatch report # mw5100281. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported while drawing medication with an unspecified bd 10ml syringe the stopper was defective and the medication leaked from crack in barrel. There was no report of patient/user impact. The following information was provided by the initial reporter: after compounding a radiopharmaceutical, the isotope was drawn up into a bd10ml syringe, punctured the rubber stopper of the vial and pressed the plunger of the syringe. The syringe had a crack in the barrel which the radioactive isotope squirted out and contaminated the inside of the caci hood.